Manufacturer narrative:
H.6. Investigation summary: customer returned (2) loose 3/10cc syringes. Customer states that the hub was detached with the shield and the needle shield was tight. One syringe was retuned with the hub-needle/shield assembly separated from the barrel. The remaining sample was tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). The shield removal force was measured as 2.70 lbs., which falls within specifications. Unable to perform DHR check for needle hub separates and shield does not detach as intended due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on (B)(6) 2019, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA: 1122103 has been opened to address this issue." H3 other text : see section h.10.

Event description:
It was reported that needle hub separation occurred with a syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter. "The hub was detached with the shield."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle hub separation occurred with a syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, "the hub was detached with the shield."